Event description:
The hospital reported that there was some difficulty using the bronchoscope with the endobronchial tube. In one instance the bronchoscope became stuck in the endobronchial tube, requiring the removal of the endobronchial tube from the patient.